Event description:
It was reported that approximately 3 months post the initial surgery, x-rays taken revealed that the occipital screws had pulled out of the occiput. No patient complications were reported. No revision surgery has been reported.

Manufacturer narrative:
The devices have not been returned to medtronic for evaluation. A review of post-op x-rays revealed a very difficult cervical situation with anterior corpectomy with anterior plate at c3-c6. Graft has subluxed anteriorly and subsided. Acute angulation is seen above cervical plate at c2-3 with extensive posterior reconstruction from occiput -t2. Fixation of proximal portion of construct is lost on all occipital screws and screws at c2 have pulled out.